Event description:
I have hip implants in both hips that were surgically put in 2000 and 2001. These were surgical stainless steel implants by depuy - is what I was told by my surgeon. The surgeon I have now does not know when the stems broke in half on both legs but it has been within the last couple years. The left stem broke, displaced, and cracked my thigh open I was walking around on a broken leg for at least a year. The right leg stem is broken in half in the same spot but has not displaced. I was never in an accident or bad fall - but stainless steel should not break. I had the left implant replaced (B)(6) 2023 and it has taken over a year for it to heal. I have the implant that they took out. I still need the right implant removed and replaced. The surgery should be scheduled within the next 6 months. I cannot begin to tell anyone how much pain I have been going through in the last 2 1/2 years. Now I still cannot do things that I want to do since the right leg is now an inch shorter than the repaired left leg. I have pictures of the x-rays and or the implant that they removed so far if you need them. Left implant stem broken and displaced - breaking thigh bone right implant stem broken but not yet displaced. Reference report: (B)(4).